Event description:
Material no. 323487. Batch no. Unknown. It was reported that before use of the bd¿ home sharps container the lid was hard to get off. The following information was provided by the initial reporter: lid was hard to get off and she thinks she may have closed it in error before she used it.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for difficult/unable to operate (lid closed by customer) due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
Material no. 323487. Batch no. Unknown. It was reported that before use of the bd¿ home sharps container the lid was hard to get off. The following information was provided by the initial reporter: lid was hard to get off and she thinks she may have closed it in error before she used it.